Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023, reportedly due to peritonitis. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, duration(s), and dose(s) were unavailable. Although the timeline is largely unknown, the inpatient nephrologist reportedly ordered the surgical removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a permanent hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd while hospitalized without any known issue(s). The patient¿s peritoneal effluent culture results are unknown, as the patient did not return to the outpatient home dialysis clinic following discharge. The pdrn was unable to identify the cause of the peritonitis. However, the pdrn stated the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the patient¿s serious adverse events. Furthermore, there was no report indicating a fresenius product(s) and/or device(s) failed to meet user expectation or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023, reportedly due to peritonitis. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, duration(s), and dose(s) were unavailable. Although the timeline is largely unknown, the inpatient nephrologist reportedly ordered the surgical removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a permanent hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd while hospitalized without any known issue(s). The patient¿s peritoneal effluent culture results are unknown, as the patient did not return to the outpatient home dialysis clinic following discharge. The pdrn was unable to identify the cause of the peritonitis. However, the pdrn stated the events were unrelated to any fresenius product(s) and/or device(s).